Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power error detected alarm. The customer¿s blood glucose was 141 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring power error detected after the previous troubleshooting was performed and completed. Customer also reported to have experienced a high blood glucose of 300 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was returned for power error alarm 25. Pump error 25 were noted in detailed trace/long trace downloads. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with damage display window cover, minor scratched lcd window, cracked case (battery tube), cracked battery tube threads, cracked retainer and scratched case.